Event description:
During a function check, the technician found the bed exit would not sound an audible alarm.

Manufacturer narrative:
The technician replaced the bed exit alarm board to repair the bed.